Event description:
Upon removal of cast after freehand system implantation, pt had discoloration in their arm. As a precaution, the pt was treated with antibiotics. Four days later, the physician reports that the pt had developed an infection at the area where the triceps transfer sutures are located. Pt had developed mrsa septicemia and infection and is treated with tx vancomycin for 2-6 weeks.